Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, it was reported that the patient experienced a hematoma, blood loss and general malaise. As a result, the patient underwent a blood transfusion. This event was reported to be resolved. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-30-12 - equinoxe preserve stem 12mm (B)(6). 320-06-46 - glenosphere 46mm (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6). 322-10-00 - humeral adapter tray, +0 (B)(6). 322-46-00 - 145-deg pe 46mm hum liner +0 (B)(6). A10012 - gps implant kit v2 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.